Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "not counting the rate right" on the ventricular tachycardia (vt) monitor episode. The ipg remains in use. No patient complications have been reported as a result of this event.